Event description:
This lead was explanted due to noise and a sharp jump in rv pacing impedance with an slight increase in threshold. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 recorded the stable pacing impedance around 400 ohms with a sudden increase to approx. 2500 ohms on (B)(6) 2023. Furthermore the pacing threshold trend showed an increase from 0.7 v to 1.25 v on (B)(6) 2023. The analysis of the provided iegm episodes no. 33, 37 and 39 revealed artifacts on the rv channel, which led to the reported oversensing. Furthermore artifacts on the ra channel were noted. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional relevant information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 12.5 cm into two segments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the lead. In particular 18 cm proximal to the lead tip the insulation was found damaged and the conductor cable leading to the ring electrode fractured, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil and the fixation helix were found deformed and stretched, which probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.